Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 5 of 5 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in the USA of patient made mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient made a mistake/touch contamination. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis reported by the nurse was the patient made a mistake/touch contamination. The consumer reported the cause was possibly due to water or having a cat in the room during the exchange. Treatment was not reported. On an unreported date, the patient recovered from the peritonitis. The outcome for the patient made mistake/touch contamination was not reported. Dianeal therapy was ongoing. The nurse reported the event of peritonitis was not related to dianeal therapy and did not comment on the patient made a mistake/touch contamination.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h10k29039, h11a03058, h11b07024, h11d12038 and h11f20093 and no exceptions were observed that were related to the reported condition. The problem was confirmed and the cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.